Manufacturer narrative:
Patient identifier and gender not made available from the site. Medtronic representative reviewed exams and determined he transfer syntax for the exam was an unsupported compressed format. The site was able to load the exam from a scanner. A medtronic representative, following-up at the site, reported the surgery was postponed because the surgeon wanted to use navigation and opted to wait for a solution for reading the studies. The surgeon performed the re-scheduled surgery and navigated successfully.

Manufacturer narrative:
The exam was in an unsupported compressed format. The software is functioning as designed.

Event description:
A medtronic representative reported that, while in a shunt procedure, the site attempted to load an exam via cd and received an error message. The error message read: some or all of the information which is stored with each slice of the exam is invalid. Check to verify that the exam was scanned and archived according to stealth protocol. The site re-burned the cd, however, the result was the same. They verified the exam was axial, 191 slices, 1mm and dicom format and all media io options were imported. The surgeon opted not to continue the procedure without navigation and re-scheduled. There was no harm to the patient.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.